Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was receiving an dilaudid (hydromorphone)/ marcaine (bupivacaine) via an implantable pump for non-malignant pain use. It was reported that the therapy has not helped with the pain at all, and the pain continues to get worse. The patient representative (rep) stated that in (B)(6) 2026 the patient went to have a pump fill and they had removed over half the medication in the pump and they said the pump was not working at all. The patient stated that the pain treatment center of the blue grass scheduled an appointment for the patient to have a catheter dye study, but when the patient got to the clinic, they said they could not do the catheter dye study and redirected them to the surgeon. They called a physician and they said they do not do dye studies they do the surgeries and redirected the patient to call medtronic or the managing physician. The patient rep stated that they were not sure what to do. The agent redirected the patient rep to continue to work with the managing physician. The agent sent email to reps for visibility. In (B)(6) 2026, there was a very large volume discrepancy with over half of the medication left in the pump at the pump refill.

Manufacturer narrative:
Updated fdp <(>&<)> ime. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.